Event description:
It was reported that a patient underwent a repair of the deltoid ligament on (B)(6), 2011 and suture was used. During the procedure the needle broke. The needle fragment remains in the bone. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of medwatch report (B)(4).